Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit has a small helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue. The fse determined that the leak resided between the helium regulator and the helium tubing assembly. The fse replaced the helium tubing assembly (0004-00-0103-02), helium regulator (0103-00-0637), and the press xdcr hi press 3500 psig (0682-00-0092-01). The fse performed a full calibration and tested the unit which was found to be working to manufacturer's specifications. The iabp was returned to the customer and cleared for clinical use.